Event description:
It was reported that the customer was hospitalized due to high blood glucose around 300mg/dl, and water in his lungs. It was reported that the insulin pump was not providing the correct readings, and the caller requested a replacement. The caller also mentioned experiencing low glucose level of 63mg/dl long time ago. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device power up properly after battery installation. The device was received with operating currents within specifications. All boluses delivered and alarms during testing were properly recorded. The device was received with cracked case at lcd window corners, and scratched lcd window.